Event description:
A doctor alleged that since (B)(6) 2014, a total of fifteen (15) patients had experienced root canal re-treatment due to root canal failures after endodontic treatment with realseal. This is the fourteenth of fifteen (15) reports.

Manufacturer narrative:
Although the doctor identified nineteen (19) different lots associated with the root canal failures, the doctor could not verify which lot was used on any of the patients; therefore, no lot numbers were identified. The lots involved in the alleged incidents include lot numbers 4813285, ge1112880, 148619, ge11121126, ge13070814, ge1106545, 179384, 196520, 190941, ge12081293, ge1208757, 171566, 179385, 190789, ge1208623, ge12021218, 121345101, 081349289, and 011111998. Specific patient or incident information was not provided by the office. The patient had experienced the retreatment of a failed realseal root canal; however, no further information could be obtained. An update will be provided if any further information is obtained. The products involved in the alleged incidents were returned and a visual evaluation was performed, yielding results within specifications.